Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a telemetry anomaly and a wide variation in lead impedances, bipolar versus unipolar. When the device was removed, fluid was noted in the connector header.